Event description:
Patient's intravenous catheter in left hand appeared to be dislodged. When flushed with normal saline, it leaked. The dressing was removed and nurse attempted to remove IV catheter. The based of the catheter was gently pulled and the catheter remained in the patient as demonstrated by ultrasound. Surgery was required to remove the catheter. The catheter appeared to have broken off cleanly from the hub and no jagged edges were noted.